Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose event. The sensor glucose was 180 mg/dl, and the blood glucose value was 69 mg/dl which was outside of the acceptable range. Insulin delivery was not suspended due to sensor glucose vs blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-7040a. Troubleshooting was performed and the non-serialized product was replaced. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. Mmt-7040a was requested and the customer response was the device would be returned. The customer was instructed to discontinue device use. Mmt-7040a was requested and the customer response was the device will be returned.